Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported recurrent mitral regurgitation appears to be due to the partial clip detachment. The cause of the reported migration associated with the partial clip detachment could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the partial clip detachment. It was reported that a mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) grade 4. Two clips xtw (20509r174) and xt (20202r275) were implanted successfully, reducing mr to grade 2. There were no device or patient issues. On (B)(6) 2023, it was learned that xtw 20509r174 partially detached from the anterior leaflet, resulting in mr recurrent grade 4. There was no evidence of tissue damage. Xt (20202r275) remained stable. An additional mitraclip nt was implanted to stabilize, but a reduction in mr could not be achieved. The procedure ended with mr grade 4.